Event description:
It was reported that the rv lead was capped due to lead fracture. However, a previous technical service call indicated that a patient alert occurred due to low vpace impedance of less than 200 ohms for this lead. No patient complications were reported as a result of this event.